Event description:
Litigation alleges that the patient suffers from pain, discomfort, limited mobility, and toxic cobalt chromium metal ions to be released into the tissue.

Manufacturer narrative:
Update: 6/4/2013. Pfs was received from legal, medical records were received from legal. There is no new information that would change the existing MDR decision. Records are available for further review. Depuy considers this complaint closed at this time.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database and/or DHR review was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Depuy still considers this complaint closed.

Manufacturer narrative:
(B)(4).

Event description:
There were no new allegation reported. Added stem due to previously alleged large amounts of toxic cobalt-chromium metal ions. Updated part and lot numbers of the impacted products. Added date of revision, patients sex, revision hospital, surgeon and lawyer in the associated contact.